Event description:
Right implant has been hard and lumpy and getting worse for the last several yrs already. No real pain was involved at first. In 1/93 rptr began experiencing tenderness, pain and could not sleep on right side. Now her breast feels rock hard and continually an ice cold sensation rivets throughout and down right side and back. Personal physician recommends having them out in 1993. Rptr saw a plastic surgeon about her worry and concerns in approx 1993. Rptr has had back problems since 1985. She is worried her implant is leaking, right side is affected.